Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule, which failed to detach. They used a second capsule and it attached to the patient's esophagus, but then fell off. There was no reported patient outcome.